Event description:
Pt undergoing thrombectomy of clotted fistula. During use of trerotola device, distal tip dislodged and rested in clotted fistula. Retained tip was removed in its entirety with no further incident.